Manufacturer narrative:
FDA UDI - (B)(6) the remainder of the investigation remains in progress. A supplemental report will be provided after completion.correction - b5 additional information: d4 - lot # d4 - expiration date d4 - expiration date null h10 - additional mfg narrative h3 other text : single use; device discarded.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6)2024 and (B)(6)2024. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on (B)(6)2024 and the second binaxnow test on (B)(6)2024, both generated negative results. The consumer was feeling miserable and was diagnosed with bronchitis and prescribed three medications for it at the urgent care on(B)(6)2024. Consumer performed a quickvue antigen self-test on (B)(6)2024 and generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 and on (B)(6) 2024. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on (B)(6) 2024 and the second binaxnow test on (B)(6) 2024, both generated negative results. Consumer performed a quickvue antigen self-test on (B)(6) 2024 and generated a positive result. Confirmation testing was not performed. The consumer was feeling miserable and was diagnosed with bronchitis and prescribed three medications for it at the urgent care on (B)(6) 2024. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. This manufacturer's report addresses test one (1) of two (2). Consumer performed the first binaxnow test on (B)(6) 2024 and the second binaxnow test on (B)(6) 2024, both generated negative results. The consumer was feeling miserable and was diagnosed with bronchitis and prescribed three medications for it at the urgent care on (B)(6) 2024. Consumer performed a quickvue antigen self-test on (B)(6) 2024 and generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI - (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 224076 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 224076 and test base part number 195-430h / lot 220557. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 224076 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.